Event description:
Lead was capped due to potential fracture and possible crush. Attempted to extract but unable to get access so lead was capped. A new system was implanted on the patients right side.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.